Manufacturer narrative:
The patient returned for a follow-up CT on (B)(6) 2014. Based on a review completed by trivascular on (B)(6) 2014, the endoleak was determined to be a type ii endoleak and not a type ia. Type ii endoleaks are not considered to be related to the device but rather related to the anatomy. There have been no adverse patient sequelae reported. Remains implanted.

Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2014. The aortic body and iliac limbs were deployed as expected. Upon final angio, an endoleak was observed near the proximal sealing rings. The physician could not determine if the endoleak was a type ia or a type ii. The sealing rings were ballooned with a compliant balloon and the endoleak did not resolve. The physician elected to monitor the endoleak at a follow-up pt visit.